Event description:
It was reported that two days prior to the report when the patient laid down, she started to feel a really hard impulse and uncomfortable sensation, but it got better. The patient was implanted four days prior to the report and was told to not touch the button with arrows on the patient programmer. It was noted that the patient did not, but thought she may have messed something up on the patient programmer setting. It was noted that during the day, the patient could hardly feel what was happening and if she moved she could tell the area the stimulation was in or where it was not. The patient went the health care professional on the day prior to the report and informed them about the hard impulses. It was noted that they would ¿redue it¿ three days later and adjust the stimulation. The patient was not getting a good reading because of the staples they used in the stomach and back. On that day when the patient got home, the stimulation was so intense, uncomfortable and vibrating too hard. The patient used the patient programmer to adjust the stimulation from 4 to 3 something and the horrible sensation was gone and it was fine. It was further reported that the patient had stimulation in the wrong location. The patient was implanted recently and had stimulation in the left leg (intended location). The patient was adjusted on (B)(6) 2015 and the stimulation was turned up to 5.8v. The patient had to eventually turn it down to 3.4v when she got home because it was uncomfortable. It was noted that during the programming, the patient felt stimulation shoot up under her ribs. At the time of the report, the sensation of stimulation was so faint that the patient had to lie on the floor flat to feel stimulation in the left knee cap. The patient was going to meet with her health care professional again to check on the implantable neurostimulator and program. It was further reported on the following day that the patient was still in pain and that the stimulation was intermittent. It was noted that the patient was reprogrammed once, but they were not able to get it in the right area so they decided to set it to the original setting for the time being and have the patient increase as needed. It was noted that the recharger was all working as designed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient wondered if she should be able to feel her implantable neurostimulator (ins). She could feel it when she was sitting and it moved in the pocket. Within the past month it felt like it was moving in the pocket and she could "grab it." She charged this morning and could really feel it. She also asked if she should have bruising at the ins site. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, lot# serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n282209, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).